Event description:
It was reported that during a pulmonary vein and posterior wall isolation procedure, a farawave catheter was selected for use. During the procedure, attempts were made to retract the guidewire into the catheter to insert it into the sheath, however, it was difficult to retract the wire. The wire was then removed, flushed the lumen of the guidewire, and reinsertion was attempted, however, the wire did not advance into the catheter. The device was replaced, and procedure was completed without patient complications. The catheter is expected to be returned for laboratory analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the farawave catheter was visually inspected, and no damage or abnormalities were observed on the device. A guidewire was inserted into the farawave catheter; however, the guidewire was unable to fully inserted due to resistance inside the guidewire lumen. The catheter handle was dissected, and it was noted that the guidewire lumen was damaged distal to the slider inside the distal inner hypotube. This damage was caused by some type of mechanical stress applied to the interior layers of the guidewire lumen, resulting in the guidewire lumen collapsing and breaking.

Event description:
It was reported that during a pulmonary vein and posterior wall isolation procedure, a farawave catheter was selected for use. During the procedure, attempts were made to retract the guidewire into the catheter to insert it into the sheath, however, it was difficult to retract the wire. The wire was then removed, flushed the lumen of the guidewire, and reinsertion was attempted, however, the wire did not advance into the catheter. The device was replaced, and procedure was completed without patient complications. The catheter was received for analysis.